Event description:
A complaint was received involving a 15 cm (6") appx 0.21 ml, smallbore ext set w/microclave® clear, clamp, rotating luer. The customer reported the following issue: bionector valve malfunction. Clinical consequences: presence of a leak. The device is not usable. There was unknown patient involvement, and unknown adverse events/human harm.

Manufacturer narrative:
Received one (1) used 011-mc33121 smallbore ext set for inspection. No defects or anomalies were observed. The set was leak-tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.